Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the superior vena cava (svc) coil impedances had increased since device changeout one week prior. It was also reported that pocket manipulations produced noise. The right ventricular (rv) lead and the device are both still in use. No patient complications have been reported as a result of this event.